Event description:
It was reported in a study entitled, " "septal venous channel perforation during left bundle branch area pacing: a prospective study" that a patient suffered a cardiac perforation during implant of their right ventricular lead. Loss of capture was noted. The issue was resolved by repositioning the lead. The patient's health status was unknown.